Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to false non-sustained ventricular tachycardia (nsvt) recorded episodes as well as inappropriate anti-tachycardia pacing (atp) delivery. During in office evaluation, it was also noted an increase in the pacing impedance from the 300 ohms range to 1400 ohms, as well as undersensing with loss of capture. The health care professional (hcp) reported planning to do a lead revision. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the observations was a rv lead fracture due to subclavian crush. The physician also noted a system infection. Thus, this system was explanted, and the patient was given antibiotics as well as a lifevest. It was mentioned that the physician is planning an subcutaneous implantable cardioverter defibrillator system implant on the future. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to false non-sustained ventricular tachycardia (nsvt) recorded episodes as well as inappropriate anti-tachycardia pacing (atp) delivery. During in office evaluation, it was also noted an increase in the pacing impedance from the 300 ohms range to 1400 ohms, as well as undersensing with loss of capture. The health care professional (hcp) reported planning to do a lead revision. No adverse patient effects were reported. This system remains in service.